Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a radical resection of rectal cancer procedure, after fired, found the half staples malformed with straight leg. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.